Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a procedure using the venaseal closure system, one vein in each leg was treated. Approximately half a year following the procedure, pain was experienced across the treated vein, and a wound with drainage opened on one leg, with a similar wound expected to open soon on the other leg. The physician suspected an allergy to the glue. Patient was prescribed immunosuppressive therapy, and antibiotics

Manufacturer narrative:
Image analysis: the customer returned two images for evaluation. Image 1: this image is of a raised circular area of skin with redness around the periphery and a small wound towards the centre of the area image 2: this image is of a scan of what appears to be the patients leg and the treated area. The circular structure within the scan may be the area where the glue-treated vein is located, areas with fluid or inflammation can also be seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.